Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Anti-backup and ratchet pawl. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon evaluation, the trigger was actuated and two conforming clips were fed and formed as intended; however, two partially formed clips were fed due to a malfunction of anti-backup feature. Finally, the instrument locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be damaged, causing the anti-backup failure. No conclusion could be reached as to what may have caused the ratchet pawl damage.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip misfired, did not properly deploy. There were no patient consequences. Case completed with another device of the same product code.